Event description:
It was reported that the system displayed a fast stop error message. This message will result in a system shut down situation without command. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ribbon cable and emergency stop switch were replaced. The connectors were reseated during the service call. The system was tested, found to be working as intended and put back into service.